Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. The customer did not state cause but reported recently adjusting the pump settings with the endocrinologist and, therefore, bg levels were adjusting to the changes. A bar and juice was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.